Event description:
It was reported that during a device interrogation, the right ventricular (rv) lead exhibited high thresholds, along with no capture at maximum outputs in both unipolar and bipolar mode, high impedance measurements and a suspected lead fracture. It was further noted the right atrial (ra) lead also showed one episode of a high threshold measurement on the day of the device interrogation. The patient received an x-ray which was "unremarkable," or inconclusive, and the device was reprogrammed to aai. The rv lead and ra lead remain in use and the patient will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the pacing capture threshold in the rv (right ventricle) was elevated. It was noted the rv pace impedance was steady at 500 ohms through the week of (B)(6) 2015, then began to vary with measurements out of range (> 9999 ohms) starting the week of (B)(6) 2015. There was a high count of high impedance paces and the ventricular lead warning occurred on (B)(6) 2015. It was also noted the ventricular capture management trend data showed threshold measurements stable at approximately 1.0v until the week of (B)(6) 2015, then threshold measurements increased and were > 2.5v by week of (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).